Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A health care professional (hcp) reported via manufacturer representative that the consumer was explanted for infection and given antibiotics. No diagnostics/troubleshooting was performed and it was unknown if the issue was resolved at the time of the report. Indication for use included spinal pain and peripheral neuropathy.

Event description:
Additional information received from the manufacturer's representative (rep) reported the consumer was going to be re-implanted with a new implantable neurostimulator (ins) system today.